Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2021-04300. It was reported that patient experienced ineffective therapy. Attempts to reprogram were unsuccessful. System diagnostics recorded high impedances on all but one contact. Surgical intervention may take place to address the issue.